Event description:
It was reported that the user received an alert 59 indicating algorithm state memory corruption and was prompted to restart; after the restart, the alert did not recur and the user was advised on next steps. Symptoms included no reported injury or clinical effects. Outcomes included no impact on health or required medical intervention. Investigation included a review of device logs and user report to assess the alarm and restart behavior. Investigation of this case revealed a transient state error consistent with an internal algorithm memory corruption that resolved after restart, with no evidence of persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible software state error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.